Event description:
The customer contacted stryker to report that their device failed to deliver energy during defibrillation. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and device's data and was unable to duplicate the reported issue. Stryker determined the user misinterpreted the data. The device passed functional and performance testing and was returned to the customer for use.